Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the basal software suspended insulin when the customer's blood glucose was 56 mg/dl. Reportedly, the customer did not have the pump available during troubleshooting with tandem technical support to verify the event. Multiple attempts were made by tandem technical support; however, the customer did not respond.